Event description:
Per the clinic, they were unable to reprogram the patient¿s device. The result of an integrity test (date not reported) indicates, the receiver stimulator is not functioning according to manufacturer¿s specifications. Patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B) (4).